Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 427 mg/dl. Customer¿s blood glucose level was 378 mg/dl at the time of incident. Customer was treated with insulin pump. Customer stated that the insulin pump had no delivery alarms. Customer stated that the cannula was bent. Customer declined troubleshoot. Customer did not allege insulin pump for under delivering. The insulin pump will not be return for analysis.